Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate lv250 device had ruptured during patient use. The device was filled with an unknown antibiotic and connected to the patient. Near the end of therapy, the reservoir burst. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
As reported by the sales rep, approximately ten months post index procedure, a possible stent fracture was discovered in an unknown size smart control stent in the left sfa. The implanting physician is not 100% sure, the stent is fractured; they feel it is possible the stent may be simply bunched up. The stent is in the left sfa, which was 90% stenosed prior to stent implantation. The stent was placed after a suboptimal result with a competitor pta balloon that caused a dissection. The physician decided to stent (knowing the smart stent was off-label) based on the merits of the product. He chose to use the smart control to tack up the dissection following the suboptimal balloon angioplasty. There was no separation or migration of the possible fracture, but the stented segmented of the vessel had occluded and thrombosed, resulting in flow limitation. The physician feels that the culprit was outflow disease and fibrotic restenosis at the proximal edge of the stented segment. The physician did not feel that the possible fracture was the cause of the occluded stent. The fracture was treated with mechanical thrombectomy and re-stenting. Flow was restored and the patient was sent home in stable condition.

Manufacturer narrative:
Follow up # 2/supplemental report text- 11/19/2010: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082513.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch vita meter was reading inaccurately erratic. The customer service representative (csr) was able to reach the lay user/ patient by phone for follow-up, however, the patient refused to answer the follow-up questions. The following complaint was classified based on information initially obtained from the csr. The patient alleged that the issue began 1 ½ months prior to contacting lfs. On an unspecified date/time, the patient reported blood glucose results of "235 and 185 mg/dl" with the subject meter; however, the comparison was performed more than 20 minutes of each other. According to the csr's documentation, the patient manages his diabetes with an unspecified type of insulin (self adjuster). However, it is not known how often the patient tests his blood glucose, how often the patient administers his insulin, and if his insulin is based on the results he obtains with the subject meter or food intake. According to the csr's documentation, 1 ½ months prior to contacting lfs (date/time not specified) the patient claimed he decreased his insulin from 18 units to 14 units in response to the reported meter issue; however, the result to which the patient based his insulin against is not specified and what his blood glucose result was subsequent to administering his insulin is not known. Immediately after the alleged issue began, the patient claimed he experienced (unspecified) hypoglycemic symptoms; however, it is not known if the patient was already symptomatic when the alleged issue began or if the patient had made any changes to his regimen, diet, or activity level prior to testing. According to the csr's documentation, the patient denied receiving medical intervention or treatment after the reported meter issue began; it is therefore, not known if the patient's symptoms progressed or when his symptoms deteriorated.at the time of troubleshooting, the csr verified the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Although the patient's symptoms are not clearly specified, and the patient denied receiving medical intervention or treatment for his symptoms, based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms of hypoglycemia after the alleged issue began.